Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. A livanova field service representative was dispatched to the facility and could confirm the reported issues. He replaced the patient pumps, the stirrer motor and the distributor board which was found to have burnt resistors. The issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported failures is defective motor electronics which consequently damaged also the distributor board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a heater cooler 3t device displayed three (3) error codes associated to pump and stirrer motor malfunction on the patient side at the power up. There was no patient involvement.